Event description:
Device inserted into pt in 2004 for 2-week course of antibiotic therapy. On day of planned discharge it was noted the catheter was not intact at time of removal. Imaging revealed a segment of the catheter in the pt's right pulmonary artery. This was successfully removed during a cardiac catheterization procedure. The pt was discharged home the next day with no known complications.